Event description:
A healthcare professional reported that it was found hard to fit a laser probe into the trocar as there was some thickening. Procedure details and patient impact were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However a probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. The complaint was determined to not be relevant to this investigation. A review for complaints reported against this lot number was performed. No similar complaints were reported for the product serial under investigation. The probe was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. A visual assessment under a microscope was performed and revealed clear foreign material on the cannula. A fit check was performed with a trocar and noticed resistance during insertion. Based on the results of this investigation, the reported event was confirmed. However, it remains inconclusive how or when the foreign material was deposited on the cannula. The root cause of the reported event is attributed to clear foreign material on the cannula. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).